Manufacturer narrative:
Investigation: the following allegations have been investigated: organ abutment, migration, tilt, fear, anxiety, required removal. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ abutment does not change the previous investigation results for vena cava/organ perforation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, anxiety, and required removal are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right femoral vein due to right femur and humerus fracture and pulmonary embolism (pe), followed by a successful percutaneous retrieval on (B)(6) 2019. Patient is alleging vena cava perforation, organ perforation, and organ abutment. The patient further alleges "the ivc filter implanted perforated my vena cava. One strut perforated my duodenum, a second strut abutted the l3 vertebral body, and a third strut abutted the right psoas muscle. This caused me to live with fear and anxiety. Due to the filter¿s failure, I underwent a surgical procedure to have it removed." (B)(6) 2019, report from CT (computed tomography): "caval perforation: yes. Grade 4 perforation of the 10 o'clock strut into the duodenum. Grade 3 perforation of the 4 o'clock strut to abut l3 vertebral body. Grade 3 perforation of the 4 o'clock strut to abut the right psoas muscle. Grade 1 perforation of the 2 o'clock strut. Tilt: yes. 6.10 degrees of coronal tilt and 4.72 degrees of sagittal tilt. Apex of filter does not touch wall of ivc. Migration: yes. Apex of filter is at level of left renal vein confluence. Pertinent negatives: no definite fracture or missing struts seen. No ivc stenosis." (B)(6) 2019, retrieval report (successful): "initial venacavogram demonstrates the inferior vena cava to be widely patent with no filling defects within the filter. Successful removal of the filter was made without incident. Post removal venogram shows minor contrast staining on the left lateral wall of the proximal infrarenal ivc without evidence for contrast extravasation or significant stenosis of the ivc."

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2009, and multiple struts of the patient's filter subsequently perforated [the patient's] inferior vena cava (ivc). One of these struts perforated the duodenum. One strut abutted the l3 vertebral body, and another abutted the right psoas muscle. The full impact of the tulip filter on the patient's health is unknown. Hospital and medical records have been requested, but not yet provided.